Event description:
It was reported that the patients spinal cord stimulator (scs) device caused shocking sensation and pain at the spine. It was also noted that the patient experienced an elevated blood pressure. The patient underwent an explant procedure.